Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. An x-ray and detailed analysis confirmed that the inner conductor coil had a break at the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress or the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that 15 days after implant, the right ventricle (rv) lead threshold had increased significantly and additional surgical intervention was performed to remove the rv lead. The helix mechanism was unable to retract after 40 rotations however the physician was able to easily extract the lead. A new rv lead was successfully implanted. No adverse patient effects reported.

Event description:
It was reported that 15 days after implant, the right ventricle (rv) lead threshold had increased significantly and additional surgical intervention was performed to remove the rv lead. The helix mechanism was unable to retract after 40 rotations however the physician was able to easily extract the lead. A new rv lead was successfully implanted. No adverse patient effects reported.